Manufacturer narrative:
The device is not being returned. A follow-up report will be submitted with all additional relevant information. The additional five prostyle devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 7f sheath hole in both access sites prior to an endovascular aneurysm repair (evar) interventional procedure. Three (3) prostyles were required to successfully pre-place two sutures in the right common femoral artery (rcfa) [unspecified failure with one device]. Reportedly, an attempt was made with two prostyles in the left common femoral artery (lcfa); however, a cuff miss [suture retrieval issue] was noticed with both devices. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to a 20f in the rcfa and a 16f in the lcfa. The endovascular aneurysm repair (evar) interventional procedure was performed. When attempting closure with the prostyles in the rcfa, one of the prostyle sutures was successful and the other one was partially effective [hemostasis was not fully achieved]. Wire access was lost and a half-hour of manual pressure was performed in order to get hemostasis. The 16-french sheath in the lcfa was removed. Hemostasis was not achieved with the two pre-placed prostyle sutures; so additional prostyle devices were attempted, but did not deploy due to cuff misses. Manual compression was applied on the lcfa access site for 20 minutes and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.